Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Cannot change the numerical unit on the front screen it was stuck or frozen and the unit was switching on and off. Related to case number (B)(4). (Com (B)(4)) event occurred during use on patient and per com-(B)(4), used a borrowed unit to complete procedure, 40 minute delay, no adverse consequences.

Manufacturer narrative:
Upon completion of the investigation it was noted that we were unable to duplicate customer complaint. Unit as received was powered-up normally. Rf output power is within specifications. Unit was fully operational and met all factory specifications. No updates needed. It is possible that the hospital has unidentified source(s) of ir interference. The ir remote sensor on this unit needs to be disabled as a preventive measure. Fix: replaced worn rf output jacks. Disabled ir remote sensor. Retested unit. Unit passed on final acceptance test. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.